Event description:
Discordant immulite 2000 hcg results were reported by medical lab. A third pt had an hcg result of 44.1 miu/ml. Upon retest, the result was negative. Pt treatment was not altered. There was no report of adverse health consequences due to the discordant hcg result.

Event description:
Discordant immulite 2000 hcg results were reported by medical lab. A lower than expected hcg results was obtained on pt. Upon retest, the hcg result was much higher and more aligned with the pt's condition. It is not known if the discrepant results led to altered pt treatment. There was no report of adverse health consequence due to the discordant hcg result.

Manufacturer narrative:
Analysis of the instrument is underway. Currently, the cause for the discordant hcg result is unk. Investigations are underway with the customer site to determine the root cause of the discordant results.

Event description:
Discordant immulite 200 hcg results were reported by medical lab. A second pt had an hcg result of 46.7 miu/ml. Upon retest, the result was negative. The initial result of 46.7 miu/ml was incorrect and the pt was not pregnant. Pt treatment was altered. As a result of the elevated hcg she was put on progesterone therapy. There was no report of adverse health consequences due to the discordant hcg result.